Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no frozen display during testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they noticed the device was frozen. Customer replaced device with a new battery and the only thing they see is the esc and act button to clear. Troubleshooting for keypad anomaly was performed. Customer advised they were wearing the insulin pump while canoeing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer's blood glucose reading was around 317 mg/dl. Customer treated their blood glucose levels with manual injections.